Event description:
An advocate stated his son's contour next link was not always storing his blood glucose readings in memory and readings were not being sent to the insulin pump. The son was admitted to the hospital for hyperglycemia. While checking the meter memory, they discovered a weeks worth of readings were missing. Further information regarding the incident was not provided. The meter was expected to be returned for evaluation and was replaced with a new one.